Manufacturer narrative:
Philips service repaired the cable and replaced the hand switch, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent exposure failure occurred due to hv injector cable and hand switch on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.